Manufacturer narrative:
All of the system parameters (qc, calibrations and system checks) were performing within assay/instrument specifications before the event. However, the day after the event both qc and system checks were failing. No sample or centrifugation information was supplied by the customer. A bec field service engineer (fse) was dispatched on (B)(4) 2012 and indicated that the failing system checks pointed to an aspiration issue. The fse discovered that one of the three aspiration tubing was not working; therefore, the fse replaced the tubing. Verification testing passed within instrument specifications. In conclusion, the aspirate probe tubing is the cause of this event. The following mdrs are associated with this reported event: 2122870-2013-00014 (malfunction), 2122870-2013-00016 (adverse event).

Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining erroneously elevated troponin (accutni) results both within the risk stratification range and above the acute myocardial infarction (ami) cut-off for three (3) patients generated on the laboratory's access 2 immunoassay system. Two (2) out of the three (3) patients were transferred to another facility due to the elevated accutni results generated. The two (2) patients were redrawn at the other facility and results of <0.01 ng/ml were obtained on both patients; results were amended. This report documents one (1) of the two (2) patients that were transferred to another facility. Subsequent testing of the patients' samples on an alternate analyzer produced lower results within the normal reference range for all three patients.